Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, mildly calcified mid right coronary artery. The 3.50x15mm rx nc trek balloon dilatation catheter (bdc) was advanced to the target lesion but during the attempted inflation, loss of pressure was noted and the device failed to inflate. A new unspecified nc balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.